Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer was able to clear alarm. Customer stated there was a bit of cloudiness on the lower left hand corner of the lcd screen. Customer's blood glucose was unknown. Customer stated the device was in his pocket and something might have pressed against it. Customer noticed moisture under the lcd display. Customer was unaware how moisture was exposed to the device. The device was not dropped. No cracks were noted on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.